Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('mine hurt like hell/ I have a painful') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "not blocked". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), contusion ("bruising"), tooth fracture ("teeth breaking"), alopecia ("hair was falling out") and hypersensitivity ("allergy"). The patient was treated with surgery (essure removal, hysterectomy except ovaries). Essure was removed. At the time of the report, the pelvic pain, contusion, tooth fracture and hypersensitivity outcome was unknown and the alopecia had resolved. The reporter considered alopecia, contusion, hypersensitivity, pelvic pain and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records:alopecia, contusion, pelvic pain and tooth fracture, allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('mine hurt like hell/ I have a painful') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "not blocked". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), contusion ("bruising"), tooth fracture ("teeth breaking"), alopecia ("hair was falling out") and hypersensitivity ("allergy"). The patient was treated with surgery (essure removal, hysterectomy except ovaries). Essure was removed. At the time of the report, the pelvic pain, contusion, tooth fracture and hypersensitivity outcome was unknown and the alopecia had resolved. The reporter considered alopecia, contusion, hypersensitivity, pelvic pain and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records:alopecia, contusion, pelvic pain and tooth fracture, allergy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('mine hurt like hell') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "not blocked". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), contusion ("bruising"), tooth fracture ("teeth breaking") and alopecia ("hair was falling out"). The patient was treated with surgery (essure removal, hysterectomy except ovaries). Essure was removed. At the time of the report, the pelvic pain, contusion and tooth fracture outcome was unknown and the alopecia had resolved. The reporter considered alopecia, contusion, pelvic pain and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records:alopecia, contusion, pelvic pain and tooth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : the events ¿teeth breaking¿ and ¿hair was falling out¿ were added. New reporters were added. Non-drug treatment added for pelvic pain. Action taken captured as drug withdrawn on 23-mar-2020: with fu4. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('mine hurt like hell/ I have a painful') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "not blocked". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), contusion ("bruising"), tooth fracture ("teeth breaking"), alopecia ("hair was falling out") and hypersensitivity ("allergy"). The patient was treated with surgery (essure removal, hysterectomy except ovaries). Essure was removed. At the time of the report, the pelvic pain, contusion, tooth fracture and hypersensitivity outcome was unknown and the alopecia had resolved. The reporter considered alopecia, contusion, hypersensitivity, pelvic pain and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records:alopecia, contusion, pelvic pain and tooth fracture, allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Event added: allergy. Reporter's information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.